Event description:
It was reported that the helix on the lead did not fully extend and the lead dislodged one day post implant. The lead was explanted and the helix was exercised outside the body; full helix extension was not observed. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found that the helix/lobe was distorted/bent. The defibrillator conductor was distorted. There was blood/body fluid on the outer tubing overlay and it was breached cut. There was blood in/on the helix/lobe mechanism and visual analysis noted apparent explant damage.